Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The expedium single inner set screw was returned for evaluation. Visual inspection found no defects on the set screw threads. The set screw was then screwed into an expedium screw with no issue. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Trend analysis results are provided in the first follow up on manufacturer report number 1526439-2014-11635. The root cause for the inability to place the setscrew cannot be determined because no product problem could be identified. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The expedium single-inner set screw was not returned for evaluation. A device history record review could not be conducted as the lot number is unknown. A twelve month complaint trend analysis found there were no complaints related to the surgeon having difficulty placing the set screw. Without further information from the surgeon or receipt of the device, it cannot be determined if something on the set screw was malformed or damaged. The root cause for the inability to place the set screw cannot be determined because no part was returned. No corrective action/preventive action is required at this point as there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Event description:
International affiliate reports that during the insertion of set screw, surgeon was unable to do so. According to surgeon's opinion, it was due the thread of the set screw. The surgeon used another set screw to complete the procedure. Multiple requests have been made for information regarding the length of the resulting delay and detailed information about the type of thread damage. The requested information has not been provided. As it is possible that threads of the set screw were torn and the resulting delay may have been greater than thirty minutes, a medwatch report is being filed to document this event.